Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm diameter abdominal aortic aneurysm approximately one month ago. Proximal aorta was 25 mm in diameter and 15 mm in length. Distal aorta was 28 mm in diameter. Right iliac artery was 18 mm in diameter and the left iliac artery was 15 mm in diameter. The right and left femoral arteries were 10 mm in diameter. A bifurcated stent graft and three iliac stent grafts were implanted. It was reported that the implant was successful; however, the subject developed a hemorrhage at the access site which required surgical intervention. The investigator assessed this event as related to the percutaneous approach of the procedure and not related to the endurant device. The hemorrhage was corrected intra-operatively without any sequelae to the patient.

Manufacturer narrative:
(B)(4). Evaluation results: (hemorrhagic complication).